Manufacturer narrative:
The reported lot# 0356034 was not found for the reported catalog# 448416. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phoenix¿ pmic-106 misidentified 2 results, with the top analyzer reading them differently than the bottom one. There was no indication of confirmatory testing, and results were not reported to clinicians. There was no report of patient impact. The following information was provided by the initial reporter: "the customer is reporting 2 subsequence erroneous results from an e18 observed and reported" "they ran 2 patient panels in duplicate the top analyzer read differently than the bottom" "no patient care provided based on erroneous results."

Event description:
It was reported that the bd phoenix¿ pmic-106 misidentified 2 results, with the top analyzer reading them differently than the bottom one. There was no indication of confirmatory testing, and results were not reported to clinicians. There was no report of patient impact. The following information was provided by the initial reporter: "the customer is reporting 2 subsequence erroneous results from an e18 observed and reported. They ran 2 patient panels in duplicate the top analyzer read differently than the bottom. "No patient care provided based on erroneous results."

Manufacturer narrative:
H.6 investigation summary this complaint is not confirmed. This complaint is for erroneous results due to mid ids when using phoenix panel pmic-106 (448416) batch number 0356034. The customer did not provide panel returns, isolates or lab reports for the investigation. The customer reported their "analyzer is now working normally after the fse corrected the issue. The mis ids was due to the malfunction that was corrected". Based on the follow up details provided by the customer, the panel batch in question is not considered to be defective. For further investigation, a review of quality notifications revealed no quality notifications generated on the complaint batches. A review of complaints revealed no additional complaints on the complaint batches. Complaint trending was performed, and no trends were identified associated with this defect. Based on the overall investigation performed, this complaint is unable to be confirmed for a panel issue. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Per baltrmphxidastaph rev 10 version h, ID 6.0-6.11, indicates the potential risk of a misidentification was assessed as s4.

Manufacturer narrative:
The reported lot# 0356034 was not found for the reported catalog# 448416. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phoenix¿ (B)(4) misidentified 2 results, with the top analyzer reading them differently than the bottom one. There was no indication of confirmatory testing, and results were not reported to clinicians. There was no report of patient impact. The following information was provided by the initial reporter: "the customer is reporting 2 subsequence erroneous results from an e18 observed and reported" "they ran 2 patient panels in duplicate the top analyzer read differently than the bottom" "no patient care provided based on erroneous results."